Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty. Reportedly, after the knot was advanced and pressure was released significant bleeding was seen so a second knot advancement was attempted. The knot advancer slipped beyond knot and it was suspected that it went through the artery. A third knot advancement attempt produced the same result. The suture was cut and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part/lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.